Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Event description:
New information received notes that the lead was capped and replaced (B)(6), 2020. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture threshold and high pacing lead impedance were observed on the right ventricular lead since (B)(6) 2020. The physician suspected lead insulation breach. The patient is not pacemaker dependent. Lead revision was mentioned. Programming change was made. The patient¿s condition was normal.